Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited p-wave amplitude variation. No intervention was performed. No patient consequences were noted.

Manufacturer narrative:
Further information was requested but not received.